Manufacturer narrative:
In case of a product return, the device will be investigated, otherwise we will review the device history record, and/or any log files if available, or try to replicate the problem on similar product. As investigations on the actual product or representative sample of a batch may alter the device, we request to inform us within 7 days after submission of this report, in case the investigations that alter the device should be halted until approval of the nca, as per article 89 of EU-MDR.

Event description:
We have been informed that during surgery, the surgeon noticed air bubbles in the infusion tubing that entered the eye despite prior testing and flushing. The bubbles were successfully removed through suctioning; no additional surgical intervention was required. Before the surgeon could begin posterior segment surgery, dislocation of the intra-ocular lens occurred, making retinal vision particularly difficult. Due to the reported event surgery was prolonged > 30 minutes.

Manufacturer narrative:
Since the involved product was not received for investigation, no physical examination and testing could be performed to confirm any product failure and to determine its cause. It should be noted that there are various factors that may cause functionality issues; however, none can be confirmed without a rigorous investigation. The review of production records did not reveal any anomalies and no similar complaints were reported for this specific lot prior or since this complaint. The risk identified is included in the risk management documentation. Trend analysis indicates that the product is performing within anticipated rates. Complaints will be closely monitored to identify any significant adverse trends. The risk identified is included in the risk management documentation. Trend analysis indicates that the product is performing within anticipated rates. Therefore, no remedial or corrective/preventive actions will be undertaken at this moment. Complaints will be closely monitored to identify any significant adverse trends.similar incidents and associated number of devices on the market were determined by taking the number of incidents related to bubbles emerging from the tubing and trocars, and the sales of packs and sets that contain them. Please note that not all of the incidents are related to prolonged surgeries. The incident that is the subject of this report is included in the table above.

Event description:
We have been informed that during surgery, the surgeon noticed air bubbles in the infusion tubing that entered the eye despite prior testing and flushing. The bubbles were successfully removed through suctioning, no additional surgical intervention was required. Before the surgeon could begin posterior segment surgery, dislocation of the intra-ocular lens occurred, making retinal vision particularly difficult. Due to the reported event surgery was prolonged > 30 minutes.